Manufacturer narrative:
Information contained in this record was previously submitted through psr on (B)(6) 2018, (B)(6) 2019 and (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade IV. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Patient reported "back neck and spinal pain, shoulders are rolling forward, chest is really tight and cannot lift anything". Device has been explanted.